Manufacturer narrative:
B5: upon follow-up, it was reported that the patient had recovered from the event without sequelae. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a6, b5, b7, h6 and h11. Correction: b5: the patient vancomycin was 500mg every other day. B5: upon follow-up, the patient was treated with cefazolin unknown dose and frequency, fluconazole intravenous for 5 days at a dose of 0.2 g qd (once a day). The pd tube was removed and pd therapy was discontinued 26 days after the event onset. The patient started hemodialysis (hd) treatment 27 days after the event onset. Hd treatment was still ongoing. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by turbidity of peritoneal dialysis. The cause of the event was not reported. The same day the event onset, the patient was hospitalized and treated with vancomycin injection (500g, intravenous, every other day) and amikacin injection (0.04g, intravenous, four times a day) for peritonitis. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient is recovering from the event. Pd therapy was ongoing. No additional information is available.